Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient sees a half-moon dark shape to the side of their vision when looking straight ahead. The lens remains implanted. The association between this event and the iol is not known.